Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing impedance measurements and loss of capture. Lead damage was suspected due to the abnormal measurements, however it was not definitely confirmed. As a result, a revision was performed and the lead was removed and replaced, and it was returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory severed in three segments. Visual inspection confirmed that both coils have a break, possibly in the area of suture sleeve tie-down. Visual inspection also noted that the polyurethane insulation was kinked at the break site. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Manufacturer narrative:
The product has been returned to boston scientific. Analysis will be performed and this report would be updated at that time, should further pertinent information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing impedance measurements and loss of capture. Lead damage was suspected due to the abnormal measurements, however it was not definitely confirmed. As a result, a revision was performed and the lead was removed and replaced. No additional adverse patient effects were reported.